Event description:
It was reported that this brady lead was surgically explanted due to unknown product performance reason. This brady lead was replaced with the same model. No additional adverse patient effects were reported.